Event description:
It was reported that a patient experienced blurry distance and near vision following the full implantation of a single-piece preloaded toric edof intraocular lens (iol) in the patient¿s right eye. The original lens was subsequently explanted during a secondary surgery on the same day. Preoperative best-corrected visual acuity (bscva) was 20/20, and postoperative bscva remained 20/20. Daily activities were not affected. No unplanned surgical interventions, such as incision enlargement, sutures, or vitrectomy, were required. No medications outside the standard of care were prescribed, and no surgical delays were reported. The directions for use were followed. The patient experienced temporary bilateral visual impairment. Additional information was received on the patient's left eye. The device was reported to have caused or contributed to the event, and the patient was noted to be under-corrected with no loss of two or more lines of best spectacle corrected visual acuity and no overcorrection. The pre-operative refraction was plano -1.00 x 85 with a post-operative refraction of +0.75 sphere and an intended target refraction of plano. A pre-existing condition affecting calculation was lasik. The original iol was replaced by a single-piece preloaded toric intraocular lens with a diopter of +21.5. However, post-operative refraction after the lens exchange had not yet been measured. No further information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection revealed that the lens was cut into three pieces. The lens was cleaned and no further issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The lens cut observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: mar 18, 2026 section h3: device evaluated by manufacturer: yes all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.